Manufacturer narrative:
MDR 1219913-2025-00094 was initially filed on 09-may-2025. Additional information (13-may-2025): siemens concluded investigation for a customer complaint regarding observation of an elevated atellica im total hcg (thcg) result which was discordant relative to repeat testing. Siemens evaluated the instrument data, and the information provided by the customer. Reagent and instrument issues were ruled out based on qc recovery within acceptable ranges and no issues were reported with other patient samples. The sample and reagent merged trace files were reviewed which showed no evidence of hardware issues affecting thcg reagent delivery. The sample trace was within specification, but the pressure profile indicated a possible sample quality issue. Return of the patient sample for investigation is not warranted, as the discordant results were not reproducible. Based on the available information, the cause of the discordant result was consistent with preanalytical variables. The issue was resolved by routine troubleshooting; a product problem was not identified. The customer is operational, and no further actions are required. Note: in section h6, codes for investigation findings and investigation conclusions have been updated.

Event description:
The customer reports observation of an elevated atellica im total hcg (thcg) result which was discordant relative to repeat testing when using lot 362. An initial elevated result was obtained for one (1) patient sample. The initial elevated result was reported to the physician who questioned the result. A new sample was drawn from the patient and tested on the original analyzer which obtained a lower result. The initial sample was retested on the original analyzer which also obtained a similar lower result. The lower result was considered correct and was issued on the corrected report to the physician. There are no allegations of patient harm, changes in treatment, or delays of diagnosis or treatment resulting from the observed result discordance.

Manufacturer narrative:
A customer from outside the united states reported observation of an elevated atellica im total hcg (thcg) result which was discordant relative to repeat testing. Quality control (qc) recovered within the laboratory established ranges. The assay's instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens is evaluating the event.